Event description:
The customer reported a malfunction on the pump, identified by malfunction code "malf 1." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, but the malfunction recurred after the reset. Consequently, technical support arranged to replace the pump. The customer was advised to use a backup insulin pump and directed on how to return the faulty pump.